Event description:
It was reported that the customer passed away. It was stated that the customer was having trouble with her low blood glucose. It was stated that the doctor got too low and she drove off the road. The caller assumed that the insulin pump was on her when she was picked up in the ambulance. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Caller stated that the patient had experienced a low blood glucose while driving and lost control of the car. Patient was wearing the insulin pump when she got in a car accident and passed away. Caller stated that three weeks prior to patient's passing, she had experienced blurriness of sight while driving and was swerving between lanes. Nothing further was reported.